Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with the nail for femoral trochanteric fracture. The image showed a new fracture. Preoperatively, fracture was identified only at the trochanteric area; however, a new fracture was found on below the trochanteric area and over diaphysis during surgery. The length of the nail was not enough, and the surgery was postponed urgently. According to the surgeon, the new fracture most likely occurred while the patient was in the hospital or during a positional shift. The surgery is postponed to next week, and a long nail will be used for surgery. This report involves one (1) 11mm ti solid femoral nail 420mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.